Event description:
It was reported that this patient contacted boston scientific technical services (ts) inquiring regarding the potential for inappropriate shock therapy from their implanted device. It was explained that their device was a pacemaker and is not capable of shock delivery. The patient mentioned a friend with a defibrillator that recently received over 30 shocks and suffered serious adverse consequences. It is unknown at this time whether the mentioned defibrillator is a boston scientific product. Additional information was requested regarding the product details, event resolution, and patient consequences, but has not yet been received. It is assumed that the defibrillator remains implanted and the patient was stable.